Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral displayed an error message when an external battery was plugged in. There was no patient injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral displayed an error message when an external battery was plugged in and the external battery was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. The investigation determined that the reported complaint was due to electrical overstress on the pogo pins. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).